Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2012 and a reservoir was used. There was a failure of the valve of the reservoir. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.